Event description:
General report of an unspecified number of undocumented incidents received from an abbott international affiliate that the friction fit flashback bulbs detached. It was reported that during pt use, the flashback bulbs came off when the "rubber" bulbs had been accessed using needles. The events occurred during anesthesia inductions. As a result, there were delays in putting the patients under anesthesia. Reportedly, "to correct the problem, the only way was to get another set, prime it and connect it to the pt." There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received.